Manufacturer narrative:
A system log review could not be performed as the article did not provide any specific information regarding the procedure date or da vinci system or instrument identifiers. There was no report of, or indication of, any da vinci product issues. Citation (apa): percutaneous cryoablation versus robot-assisted partial nephrectomy for small renal cell carcinoma: a retrospective cost analysis at japanese single-institution 10.1007/s10147-025-02783-5 uka-2025-percutaneous cryoablation versus robo.pdf. Https://doi.org/10.1007/s10147-025-02783-5.

Event description:
A review of the article reported the following adverse event. One robot-assisted partial nephrectomy (rapn) patient had a grade IV complication of hemorrhagic shock due to retroperitoneal hemorrhage, necessitating blood transfusion, emergency transcatheter arterial embolization (tae), intensive care unit (ICU) admission, and eventual open nephrectomy.